Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4). No known impact or consequence to patient (B)(4), false positive result (B)(4).

Manufacturer narrative:
The evaluation consisted of the calibration of one architect i2000sr analyzer with the (B)(6) assay. Ten replicates of the negative control (clinical specificity testing) were tested and met all validity criteria. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint currently under evaluation. The complaint evaluation has concluded that reagent list number 7c18, lot number 02522lf00 is performing acceptably. No product deficiency was identified and no additional issues were identified during the investigation of this complaint. In addition no malfunction was identified as the package insert states that if the (B)(6) results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other (B)(6) markers for diagnosis of acute, chronic, or recovered infection. The package insert also gives reasons for inconsistent results which may occurr during testing. Evaluation, method: review of complaint tracking and trending.

Manufacturer narrative:
On the initial medwatch 3500a report. The date entered should have been (B)(4) 2011.

Event description:
The customer states that a (B)(6) architect anti-hbs result was generated on a member of the hospital staff who had been involved with a needle stick incident unrelated to the present issue approximately a year and a half ago. The employee has been regularly tested on a three month basis and has consistently tested hbsag and anti-hbs (B)(6). The most current sample taken from this employee tested hbsag and anti-hbc (B)(6) with a (B)(6) anti-hbs result. The customer stated that no immunoglobulin treatments have been administered to this employee at this facility. There is no further information available.